Manufacturer narrative:
(B)(4). ¿pulmonary embolism¿ was added conservatively as a patient consequence despite no confirmation that a pulmonary embolism occurred. Additional information is being requested to obtain further details. If additional information is received, a supplemental 3500a report will be submitted to the FDA. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and pulmonary embolism. During the activation mapping phase, a perforation to the right ventricle outflow tract (rvot) was noticed as the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage; however, it was transferred to the operating room for further intervention as her blood pressure dropped a second time. The rvot tear was fixed in surgery; however, other complications occurred causing possible pulmonary embolism in the lungs. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to over ablating the rvot. Transseptal puncture was not performed during the case. The flow was set at 16 ml/min. No error messages were observed on any biosense webster, inc. Equipment. No biosense webster, inc. Product malfunctions were reported. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter.